Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded. As reported, the marathon catheter was kinked. In the IFU, it states that "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded." (B) (4).

Event description:
During onyx injection, it was reported the catheter ruptured at 15cm from the distal tip. The reporter also mentioned that the physician noted there was a kink on the catheter. No patient injury reported. Same event as MDR# 2029214-2009-00036.